Event description:
It was reported that the device was returned for preventive maintenance. Service and repair found that the stim board required replacement.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: in service and repair the stim board was replaced due to the eclc failing the external trigger testing. The item was updated to current design specifications.